Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was poor telemetry or no telemetry with recharging and poor communication. The patient last felt stimulation the day prior to report. The patient stated she no longer feels stimulation in the legs, as though the battery has died. The patient last successfully charged the device about a week ago. The patient was unable to communicate with external devices. The patient was redirected to their healthcare provider to check the ins further. No further complications were reported/anticipated.